Manufacturer narrative:
Discarded by the customer

Event description:
The user facility reported there was a foreign material found in the package prior to a procedure. There was no delay, no medical intervention, and no adverse consequences.